Manufacturer narrative:
(B)(4). Physio-control evaluated the device and was unable to duplicate the reported issue. Through an evaluation of the electronic patient record, physio was able to verify that the reported issue occurred. It appears that the reported defibrillation charge issues occurred when the device recorded a very high patient impedance, which was likely due to defibrillation electrode placement or connection. The high patient impedance caused a defibrillation leads off message which led to the charging issues. Physio-control observed proper device operation through functional and performance testing and the device was then returned to the customer for use. The electrodes used during the event were unavailable; therefore, physio-control was unable to confirm the cause of the reported issue.

Event description:
The customer reported that during a patient event, while attempting to charge defibrillation energy, the device would not complete its charge cycle. With this issue, the device would not have the ability to deliver defibrillation energy to the patient. There were no reported adverse effects to the patient during the reported event.